Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 90% stenosed target lesion was located in a moderately tortuous and moderately calcified proximal left anterior descending artery. The quantum maverick 8mm x 3.25mm balloon ruptured at fourteen atmospheres on the first inflation. The device was removed intact. The procedure was completed with a different device. No patient complications were reported and the patient' status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).